Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's screen was intermittently glitching by turning on and off during a therapeutic endobronchial ultrasound. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
It was reported the videoscope's screen was intermittently glitching by turning on and off during a therapeutic endobronchial ultrasound. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device evaluation. Updated fields: d9, h2, h3, h6 and h11. Corrected field: b5 device inspection found image was flickering while angulated, charged couple device unit was damaged should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report:'the contact sensors were cleaned with alcohol and wiped with a lint free cloth and the same issue still occurred. It was a diagnostic procedure and there was no delay.'